Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a battery status of mol1 and a low gas gauge upon initial interrogation when taking it out of 'storage' mode.